Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate the most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip however a definitive root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a esophagectomy/gastric tube, but the device was not used on the patient. The nurse checked the displayed screen and saw that the device was on. The handle was inserted into the shell, the adapter was connected, and the display was checked. Ten minutes late, a reload was loaded onto the adapter but the jaws could not be operated. The display screen showed the handle, shell, and adapter were all normally connected but the display was dark. Then, the device did not react at all. Another device was used to complete the procedure. No known impact or consequence to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.